Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 167 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.